Event description:
It was reported that there was oversensing of the right ventricular (rv) lead signal by this right atrial (ra) lead. This resulted in stored atrial tachy response (atr) episodes. Technical services (ts) analyzed device episode data. No adverse patient effects were reported. Currently, this lead remains in service.